Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that customer called and said piece of lift broke off. My lift is only 3 months old and the mast bolt sheared causing my wife to fall. She weighs 170 lbs. Which is way below capacity. I had to get a bolt from home depot to make it operational because I use it daily. I need a replacement because I am afraid, she may have another fall. He sent in pics showing a bent mast tightening knob and sheered metal on the mast of this lift updated information on the incident put in the fall notes above. Medical supplies now had already sent a replacement notification is now complete. End user was not consistent in his original report for the incident as noted above. Complaint # (B)(4) and ra #(B)(4) were entered into our system to have the lift returned for investigation.